Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could confirm the device is not ventilating. The fsr found a faulty diaphragm and flow sensor assembly. After replacing the components, the issue was resolved. The fsr reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; something is wrong with the device. A vyaire field service representative went on-site to evaluate the device and reported the device is not ventilating. The issue occurred during patient-use. The customer reported it is unknown whether or not there is no patient consequence associated with the event.